Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain/pain"), genital haemorrhage ("abnormal bleeding (general)") and autoimmune disorder ("autoimmune disorder") in a (B)(6)-year-old female patient who had essure (batch no. D08058/c55837) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included right lower quadrant pain, ovarian cyst, thyroid nodule, adrenal cyst, closed fracture, contusion, contusion, gravida I, parity 1, vaginal delivery, hypothyroidism, depression, urinary tract infection, genitourinary chlamydia infection, fatigue, vitamin b12 deficiency, vaccination error, dysfunctional uterine bleeding, thyroid nodule, anxiety and depression. She had been complains of pain in right inguinal area and right iliac crest pain does radiate there was no extravasation suggesting tubal occlusion with essure wires. Concurrent conditions included back pain (wrecked 4 wheeler), coccyx pain (the patient presents with pain and an injury.), difficulty sleeping, uti, coital bleeding, bloating, tubal ligation, diarrhea, night sweats, hot flashes, pap smear, suprapubic pain, periumbilical pain, vaginal bleeding, delayed period (however patient started with vaginal bleeding 3 days ago) since (B)(6) 2016, menses irregular with excessive bleeding (and painful), insomnia, trouble falling asleep, sleep maintenance insomnia, sleep disorder, allergic reaction to antibiotics (and anti-infective agents misc) and drug allergy. On (B)(6) 2016, the patient had essure inserted. On (B)(6) 2017, 10 months 27 days after insertion of essure, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant) and dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2017, the patient experienced autoimmune disorder (seriousness criterion medically significant). On an unknown date, the patient experienced dizziness ("dizziness"), dyspareunia ("dyspareunia/dyspareunia (painful sexual intercourse),"), urinary tract infection ("infections"), menstrual disorder ("abnormal menstruation issues"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), nausea ("nausea") and allergy to metals ("nickel allergy"). The patient was treated with surgery (removal of essure). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain had resolved and the dizziness, dyspareunia, urinary tract infection, menstrual disorder, genital haemorrhage, female sexual dysfunction, dysmenorrhoea, nausea, allergy to metals and autoimmune disorder outcome was unknown. The reporter considered allergy to metals, autoimmune disorder, dizziness, dysmenorrhoea, dyspareunia, female sexual dysfunction, genital haemorrhage, menstrual disorder, nausea, pelvic pain and urinary tract infection to be related to essure. The reporter commented: upon attempts to place the essure device in the right fallopian tube, the device was noted to be bent, so a new device was obtained. This was placed on the patient¿s right fallopian tube without difficulty. However, no coils were noted to be protruding into the uterus at the end of the procedure on the right side. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2016: confirmed essure device was successfully occluded most recent follow-up information incorporated above includes: on 27-feb-2018: plaintiff fact sheet and medical records - new reporter, patient demographic information, relevant history and concurrent conditions , essure indication permanent , stop date and lot number. New events abnormal bleeding (general), apareunia (inability to have sexual intercourse), dysmenorrhea (cramping), nausea , nickel allergy and autoimmune disorder were added. The event dyspareunia (painful sexual intercourse) clubbed with previous event. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain/pain"), genital haemorrhage ("abnormal bleeding (general)") and autoimmune disorder ("autoimmune disorder") in a 25-year-old female patient who had essure (batch no. D08058/c55837) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included right lower quadrant pain, ovarian cyst, thyroid nodule, adrenal cyst, closed fracture, contusion, contusion, gravida I, parity 1, multigravida, hypothyroidism, depression, urinary tract infection, genitourinary chlamydia infection, fatigue, vitamin b12 deficiency, vaccination error, dysfunctional uterine bleeding, thyroid nodule, anxiety and depression. She had been complains of pain in right inguinal area and right iliac crest pain does radiate there was no extravasation suggesting tubal occlusion with essure wires. Concurrent conditions included back pain (wrecked 4 wheeler), coccyx pain (the patient presents with pain and an injury.), difficulty sleeping, uti, coital bleeding, bloating, tubal ligation, diarrhea, night sweats, hot flashes, pap smear abnormal, suprapubic pain, periumbilical pain, vaginal bleeding, delayed period (however patient started with vaginal bleeding 3 days ago) since (B)(6) 2016, menses irregular with excessive bleeding (and painful), insomnia, trouble falling asleep, sleep maintenance insomnia, sleep disorder, allergic reaction to antibiotics (and anti-infective agents misc) and drug allergy. On (B)(6) 2016, the patient had essure inserted. On (B)(6) 2016, 9 months 27 days after insertion of essure, the patient experienced urinary tract infection ("infections"). On (B)(6) 2017, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant) and dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2017, the patient experienced autoimmune disorder (seriousness criterion medically significant). On an unknown date, the patient experienced dizziness ("dizziness"), dyspareunia ("dyspareunia/dyspareunia (painful sexual intercourse)"), menstrual disorder ("abnormal menstruation issues"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), nausea ("nausea") and allergy to metals ("nickel allergy"). The patient was treated with surgery (removal of essure). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain had resolved and the dizziness, dyspareunia, urinary tract infection, menstrual disorder, genital haemorrhage, female sexual dysfunction, dysmenorrhoea, nausea, allergy to metals and autoimmune disorder outcome was unknown. The reporter considered allergy to metals, autoimmune disorder, dizziness, dysmenorrhoea, dyspareunia, female sexual dysfunction, genital haemorrhage, menstrual disorder, nausea, pelvic pain and urinary tract infection to be related to essure. The reporter commented: upon attempts to place the essure device in the right fallopian tube, the dev1ce was noted to be bent, so a new device was obtained. This was placed on the patient¿s right fallopian tube without difficulty. However, no coils were noted to be protruding into the uterus at the end of the procedure on the right side. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2016: confirmed essure device was successfully occluded. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 4-aug-2018: quality safety evaluation of ptc. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('severe pelvic pain/pain/ pain pelvic') and autoimmune disorder ('autoimmune disorder') in a 25-year-old female patient who had essure (batch no. D08058/c55837) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included right lower quadrant pain, ovarian cyst, thyroid nodule, adrenal cyst, closed fracture, contusion, contusion, gravida I, parity 1, multigravida, hypothyroidism, depression, urinary tract infection, genitourinary chlamydia infection, fatigue, vitamin b12 deficiency, vaccination error, dysfunctional uterine bleeding, thyroid nodule, anxiety and depression. She had been complains of pain in right inguinal area and right iliac crest pain does radiate there was no extravasation suggesting tubal occlusion with essure wires. Concurrent conditions included delayed period (however patient started with vaginal bleeding 3 days ago) since (B)(6) 2016, back pain (wrecked 4 wheeler), coccyx pain (the patient presents with pain and an injury.), difficulty sleeping, uti, coital bleeding, bloating, tubal ligation, diarrhea, night sweats, hot flashes, pap smear abnormal, suprapubic pain, periumbilical pain, vaginal bleeding, menses irregular with excessive bleeding (and painful), insomnia, trouble falling asleep, sleep maintenance insomnia, sleep disorder, allergic reaction to antibiotics (and anti-infective agents misc) and drug allergy. Concomitant products included medroxyprogesterone acetate (depo provera), nsaids since 2016 and paracetamol (acetaminophen) since 2016. On (B)(6) 2016, the patient had essure inserted. On (B)(6) 2016, the patient experienced depression ("depression") and anxiety ("mental anguish/anxiety"), 1 month 23 days after insertion of essure. On (B)(6) 2016, the patient experienced urinary tract infection ("infections/ urinary tract infection"). On (B)(6) 2017, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia/dyspareunia (painful sexual intercourse)"), genital haemorrhage ("abnormal bleeding (general)"), dysmenorrhoea ("dysmenorrhea (cramping)"), nausea ("nausea"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), heavy menstrual bleeding ("abnormal bleeding (menorrhagia)") and fatigue ("fatigue"). On (B)(6) 2017, the patient experienced autoimmune disorder (seriousness criterion medically significant), night sweats ("night sweats") and hot flush ("hot flashes"). On (B)(6) 2017, the patient experienced headache ("migraines/headaches - headache"). On an unknown date, the patient experienced dizziness ("dizziness"), menstrual disorder ("abnormal menstruation issues"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), allergy to metals ("nickel allergy"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems"), cystitis ("bladder infections"), vaginal infection ("vaginal infection") and vaginal discharge ("vaginal discharge"). The patient was treated with bupropion hydrochloride (wellbutrin), buspirone, hydroxyzine and surgery (salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, urinary tract infection, genital haemorrhage, vaginal haemorrhage, heavy menstrual bleeding, bladder disorder, urinary tract disorder, cystitis, vaginal infection and vaginal discharge had resolved and the dizziness, dyspareunia, menstrual disorder, female sexual dysfunction, dysmenorrhoea, nausea, allergy to metals, autoimmune disorder, night sweats, hot flush, depression, anxiety, headache and fatigue outcome was unknown. The reporter considered allergy to metals, anxiety, autoimmune disorder, bladder disorder, cystitis, depression, dizziness, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, headache, heavy menstrual bleeding, hot flush, menstrual disorder, nausea, night sweats, pelvic pain, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: upon attempts to place the essure device in the right fallopian tube, the device was noted to be bent, so a new device was obtained. This was placed on the patient¿s right fallopian tube without difficulty. However, no coils were noted to be protruding into the uterus at the end of the procedure on the right side. Discrepancy noted as per pfs, essure (or any part of the device) was not removed and currently planning for essure removal, scheduled date (B)(6) 2017. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2016: results: total bilateral occlusion. Lot no. D08058/c55837. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 30-apr-2021: mr received : reporter added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('severe pelvic pain/pain/ pain pelvic') and autoimmune disorder ('autoimmune disorder') in a 25-year-old female patient who had essure (batch no. D08058, c55837) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included right lower quadrant pain, ovarian cyst, thyroid nodule, adrenal cyst, closed fracture, contusion, contusion, gravida I, parity 1, multigravida, hypothyroidism, depression, urinary tract infection, genitourinary chlamydia infection, fatigue, vitamin b12 deficiency, vaccination error, dysfunctional uterine bleeding, thyroid nodule, anxiety and depression. She had been complains of pain in right inguinal area and right iliac crest pain does radiate there was no extravasation suggesting tubal occlusion with essure wires. Concurrent conditions included delayed period (however patient started with vaginal bleeding 3 days ago) since (B)(6) 2016, back pain (wrecked 4 wheeler), coccyx pain (the patient presents with pain and an injury.), difficulty sleeping, uti, coital bleeding, bloating, tubal ligation, diarrhea, night sweats, hot flashes, pap smear abnormal, suprapubic pain, periumbilical pain, vaginal bleeding, menses irregular with excessive bleeding (and painful), insomnia, trouble falling asleep, sleep maintenance insomnia, sleep disorder, allergic reaction to antibiotics (and anti-infective agents misc) and drug allergy. Concomitant products included medroxyprogesterone acetate (depo provera), nsaids since 2016 and paracetamol (acetaminophen) since 2016. On (B)(6) 2016, the patient had essure inserted. On (B)(6) 2016, the patient experienced depression ("depression") and anxiety ("mental anguish/anxiety"), 1 month 23 days after insertion of essure. On (B)(6) 2016, the patient experienced urinary tract infection ("infections/ urinary tract infection"). On (B)(6) 2017, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia/dyspareunia (painful sexual intercourse)"), genital haemorrhage ("abnormal bleeding (general)"), dysmenorrhoea ("dysmenorrhea (cramping)"), nausea ("nausea"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), heavy menstrual bleeding ("abnormal bleeding (menorrhagia)") and fatigue ("fatigue"). On (B)(6) 2017, the patient experienced autoimmune disorder (seriousness criterion medically significant), night sweats ("night sweats") and hot flush ("hot flashes"). On (B)(6) 2017, the patient experienced headache ("migraines/headaches - headache"). On an unknown date, the patient experienced dizziness ("dizziness"), menstrual disorder ("abnormal menstruation issues"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), allergy to metals ("nickel allergy"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems"), cystitis ("bladder infections"), vaginal infection ("vaginal infection") and vaginal discharge ("vaginal discharge"). The patient was treated with bupropion hydrochloride (wellbutrin), buspirone, hydroxyzine and surgery (salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, urinary tract infection, genital haemorrhage, vaginal haemorrhage, heavy menstrual bleeding, bladder disorder, urinary tract disorder, cystitis, vaginal infection and vaginal discharge had resolved and the dizziness, dyspareunia, menstrual disorder, female sexual dysfunction, dysmenorrhoea, nausea, allergy to metals, autoimmune disorder, night sweats, hot flush, depression, anxiety, headache and fatigue outcome was unknown. The reporter considered allergy to metals, anxiety, autoimmune disorder, bladder disorder, cystitis, depression, dizziness, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, headache, heavy menstrual bleeding, hot flush, menstrual disorder, nausea, night sweats, pelvic pain, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: upon attempts to place the essure device in the right fallopian tube, the device was noted to be bent, so a new device was obtained. This was placed on the patient¿s right fallopian tube without difficulty. However, no coils were noted to be protruding into the uterus at the end of the procedure on the right side. Discrepancy noted as per pfs, essure (or any part of the device) was not removed and currently planning for essure removal, scheduled date (B)(6) 2017. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2016: results: total bilateral occlusion. Lot no. D08058/c55837 lot number: c55837, manufacturing date: 2014-05-16, and expiration date: 2017-05-31. Lot number: d08058, manufacturing date: 2014-09-16, and expiration date: 2017-09-28. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 25-may-2021: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain/pain/ pain pelvic"), genital haemorrhage ("abnormal bleeding (general)") and autoimmune disorder ("autoimmune disorder") in a 25-year-old female patient who had essure (batch no. D08058/c55837) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included right lower quadrant pain, ovarian cyst, thyroid nodule, adrenal cyst, closed fracture, contusion, contusion, gravida I, parity 1, multigravida, hypothyroidism, depression, urinary tract infection, genitourinary chlamydia infection, fatigue, vitamin b12 deficiency, vaccination error, dysfunctional uterine bleeding, thyroid nodule, anxiety and depression. She had been complains of pain in right inguinal area and right iliac crest pain does radiate there was no extravasation suggesting tubal occlusion with essure wires. Concurrent conditions included back pain (wrecked 4 wheeler), coccyx pain (the patient presents with pain and an injury.), difficulty sleeping, uti, coital bleeding, bloating, tubal ligation, diarrhea, night sweats, hot flashes, pap smear abnormal, suprapubic pain, periumbilical pain, vaginal bleeding, delayed period (however patient started with vaginal bleeding 3 days ago) since (B)(6) 2016, menses irregular with excessive bleeding (and painful), insomnia, trouble falling asleep, sleep maintenance insomnia, sleep disorder, allergic reaction to antibiotics (and anti-infective agents misc) and drug allergy. Concomitant products included nsaid's since 2016 and paracetamol (acetaminophen) since 2016. On (B)(6) 2016, the patient had essure inserted. On (B)(6) 2016, 1 month 23 days after insertion of essure, the patient experienced depression ("depression") and anxiety ("mental anguish"). On (B)(6) 2016, the patient experienced urinary tract infection ("infections/ urinary tract infection"). On (B)(6) 2017, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia/dyspareunia (painful sexual intercourse)"), genital haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("dysmenorrhea (cramping)"), nausea ("nausea"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)") and fatigue ("fatigue"). On (B)(6) 2017, the patient experienced autoimmune disorder (seriousness criterion medically significant), night sweats ("night sweats") and hot flush ("hot flashes"). On (B)(6) -2017, the patient experienced headache ("migraines/headaches - headache"). On an unknown date, the patient experienced dizziness ("dizziness"), menstrual disorder ("abnormal menstruation issues"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)") and allergy to metals ("nickel allergy"). The patient was treated with surgery (removal of essure). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain had resolved and the dizziness, dyspareunia, urinary tract infection, menstrual disorder, genital haemorrhage, female sexual dysfunction, dysmenorrhoea, nausea, allergy to metals, autoimmune disorder, night sweats, hot flush, vaginal haemorrhage, menorrhagia, depression, anxiety, headache and fatigue outcome was unknown. The reporter considered allergy to metals, anxiety, autoimmune disorder, depression, dizziness, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, headache, hot flush, menorrhagia, menstrual disorder, nausea, night sweats, pelvic pain, urinary tract infection and vaginal haemorrhage to be related to essure. The reporter commented: upon attempts to place the essure device in the right fallopian tube, the device was noted to be bent, so a new device was obtained. This was placed on the patient¿s right fallopian tube without difficulty. However, no coils were noted to be protruding into the uterus at the end of the procedure on the right side. Discrepancy noted as per pfs, essure (or any part of the device) was not removed and currently planning for essure removal, scheduled date (B)(6) 2017. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) -2016: total bilateral occlusion quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on(B)(6) 2018: plaintiff fact sheet received. Events night sweats, hot flush, vaginal haemorrhage, menorrhagia, depression, anxiety, headache, fatigue were newly added. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('severe pelvic pain/pain/ pain pelvic') and autoimmune disorder ('autoimmune disorder') in a 25-year-old female patient who had essure (batch no. D08058/c55837) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included right lower quadrant pain, ovarian cyst, thyroid nodule, adrenal cyst, closed fracture, contusion, contusion, gravida I, parity 1, multigravida, hypothyroidism, depression, urinary tract infection, genitourinary chlamydia infection, fatigue, vitamin b12 deficiency, vaccination error, dysfunctional uterine bleeding, thyroid nodule, anxiety and depression. She had been complains of pain in right inguinal area and right iliac crest pain does radiate there was no extravasation suggesting tubal occlusion with essure wires. Concurrent conditions included delayed period (however patient started with vaginal bleeding 3 days ago) since (B)(6) 2016, back pain (wrecked 4 wheeler), coccyx pain (the patient presents with pain and an injury.), difficulty sleeping, uti, coital bleeding, bloating, tubal ligation, diarrhea, night sweats, hot flashes, pap smear abnormal, suprapubic pain, periumbilical pain, vaginal bleeding, menses irregular with excessive bleeding (and painful), insomnia, trouble falling asleep, sleep maintenance insomnia, sleep disorder, allergic reaction to antibiotics (and anti-infective agents misc) and drug allergy. Concomitant products included medroxyprogesterone acetate (depo provera), nsaids since 2016 and paracetamol (acetaminophen) since 2016. On (B)(6) 2016, the patient had essure inserted. On (B)(6) 2016, the patient experienced depression ("depression") and anxiety ("mental anguish/anxiety"), 1 month 23 days after insertion of essure. On (B)(6) 2016, the patient experienced urinary tract infection ("infections/ urinary tract infection"). On (B)(6) 2017, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia/dyspareunia (painful sexual intercourse)"), genital haemorrhage ("abnormal bleeding (general)"), dysmenorrhoea ("dysmenorrhea (cramping)"), nausea ("nausea"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)") and fatigue ("fatigue"). On (B)(6) 2017, the patient experienced autoimmune disorder (seriousness criterion medically significant), night sweats ("night sweats") and hot flush ("hot flashes"). On (B)(6) 2017, the patient experienced headache ("migraines/headaches - headache"). On an unknown date, the patient experienced dizziness ("dizziness"), menstrual disorder ("abnormal menstruation issues"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), allergy to metals ("nickel allergy"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems"), cystitis ("bladder infections"), vaginal infection ("vaginal infection") and vaginal discharge ("vaginal discharge"). The patient was treated with bupropion hydrochloride (wellbutrin), buspirone, hydroxyzine and surgery (salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, urinary tract infection, genital haemorrhage, vaginal haemorrhage, menorrhagia, bladder disorder, urinary tract disorder, cystitis, vaginal infection and vaginal discharge had resolved and the dizziness, dyspareunia, menstrual disorder, female sexual dysfunction, dysmenorrhoea, nausea, allergy to metals, autoimmune disorder, night sweats, hot flush, depression, anxiety, headache and fatigue outcome was unknown. The reporter considered allergy to metals, anxiety, autoimmune disorder, bladder disorder, cystitis, depression, dizziness, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, headache, hot flush, menorrhagia, menstrual disorder, nausea, night sweats, pelvic pain, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: upon attempts to place the essure device in the right fallopian tube, the device was noted to be bent, so a new device was obtained. This was placed on the patient¿s right fallopian tube without difficulty. However, no coils were noted to be protruding into the uterus at the end of the procedure on the right side. Discrepancy noted as per pfs, essure (or any part of the device) was not removed and currently planning for essure removal, scheduled date (B)(6) 2017. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2016: results: total bilateral occlusion. Lot no. D08058/c55837. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jan-2020: pif received: outcome of the previously reported event- vaginal bleeding, menorrhagia were updated, reporter was added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('severe pelvic pain/pain/ pain pelvic') and autoimmune disorder ('autoimmune disorder') in a 25-year-old female patient who had essure (batch no. D08058/c55837) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included right lower quadrant pain, ovarian cyst, thyroid nodule, adrenal cyst, closed fracture, contusion, contusion, gravida I, parity 1, multigravida, hypothyroidism, depression, urinary tract infection, genitourinary chlamydia infection, fatigue, vitamin b12 deficiency, vaccination error, dysfunctional uterine bleeding, thyroid nodule, anxiety and depression. She had been complains of pain in right inguinal area and right iliac crest pain does radiate there was no extravasation suggesting tubal occlusion with essure wires. Concurrent conditions included delayed period (however patient started with vaginal bleeding 3 days ago) since (B)(6) 2016, back pain (wrecked 4 wheeler), coccyx pain (the patient presents with pain and an injury.), difficulty sleeping, uti, coital bleeding, bloating, tubal ligation, diarrhea, night sweats, hot flashes, pap smear abnormal, suprapubic pain, periumbilical pain, vaginal bleeding, menses irregular with excessive bleeding (and painful), insomnia, trouble falling asleep, sleep maintenance insomnia, sleep disorder, allergic reaction to antibiotics (and anti-infective agents misc) and drug allergy. Concomitant products included medroxyprogesterone acetate (depo provera), nsaids since 2016 and paracetamol (acetaminophen) since 2016. On (B)(6) 2016, the patient had essure inserted. On (B)(6) 2016, the patient experienced depression ("depression") and anxiety ("mental anguish/anxiety"), 1 month 23 days after insertion of essure. On (B)(6) 2016, the patient experienced urinary tract infection ("infections/ urinary tract infection"). On (B)(6) 2017, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia/dyspareunia (painful sexual intercourse)"), genital haemorrhage ("abnormal bleeding (general)"), dysmenorrhoea ("dysmenorrhea (cramping)"), nausea ("nausea"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)") and fatigue ("fatigue"). On (B)(6) 2017, the patient experienced autoimmune disorder (seriousness criterion medically significant), night sweats ("night sweats") and hot flush ("hot flashes"). On (B)(6) 2017, the patient experienced headache ("migraines/headaches - headache"). On an unknown date, the patient experienced dizziness ("dizziness"), menstrual disorder ("abnormal menstruation issues"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), allergy to metals ("nickel allergy"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems"), cystitis ("bladder infections"), vaginal infection ("vaginal infection") and vaginal discharge ("vaginal discharge"). The patient was treated with bupropion hydrochloride (wellbutrin), buspirone, hydroxyzine and surgery (salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, urinary tract infection, genital haemorrhage, bladder disorder, urinary tract disorder, cystitis, vaginal infection and vaginal discharge had resolved and the dizziness, dyspareunia, menstrual disorder, female sexual dysfunction, dysmenorrhoea, nausea, allergy to metals, autoimmune disorder, night sweats, hot flush, vaginal haemorrhage, menorrhagia, depression, anxiety, headache and fatigue outcome was unknown. The reporter considered allergy to metals, anxiety, autoimmune disorder, bladder disorder, cystitis, depression, dizziness, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, headache, hot flush, menorrhagia, menstrual disorder, nausea, night sweats, pelvic pain, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: upon attempts to place the essure device in the right fallopian tube, the device was noted to be bent, so a new device was obtained. This was placed on the patient¿s right fallopian tube without difficulty. However, no coils were noted to be protruding into the uterus at the end of the procedure on the right side. Discrepancy noted as per pfs, essure (or any part of the device) was not removed and currently planning for essure removal, scheduled date (B)(6) 2017. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2016: results: total bilateral occlusion. Lot no. D08058/c55837. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jan-2020: pif received. Events bladder problems, urinary problems, bladder infection, vaginal infection, vaginal discharge added. Outcome of events urinary tract infection, genital bleeding was updated to recovered. New reporter added. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.